Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 328 mg/dl, about 200-220 mg/dl, and about 160-170 mg/dl when all tests were performed within 20 minutes on the voicemate advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.